Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented in-clinic for follow-up, high impedance on ventricular channel, low sensing, high capture threshold and noise were observed. The lead was explanted and replaced. Patient condition was fine.